Event description:
A patient went to the cardiac catheterization lab for a cardiac catheterization and angiography. There were multiple failed attempts at vascular access before successfully completing the procedure. The patient received x-ray imaging after the procedure and identified a 6 mm linear, radio-opaque object in the left groin which is felt to be a fragment from the guidewire.